Manufacturer narrative:
(B)(4). D10: femoral head, #item 802202801, #lot, 3167016. Shell 46 mm o.d., #item 00500104600, #lot 65616240. Therapy date: june 25. 2026. G2: report spruce foreign australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to a periprosthetic fracture of a hemi, approximately 3 years post implantation. Attempts have been made and no further information has been provided.